Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired an unk amount of firings and the clips were not forming and then it jammed or locked out. It is unk how the case was completed or if there was any adverse consequence to the pt. There is no additional information available.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.